Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in set), which occurred on the homechoice (hc) during dwell 1 of 4. The home patient (hp) stated that they had open clamp on his unused the supply line. The technical service representative (tsr) explained the error and review proper setup procedure. The tsr informed the hp that they would have to setup the hc with all new supplies. The hp understood and would setup with all new supplies. No samples were provided for evaluation. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a system error 2240 during the dwell stage, where the home patient stated that they had open clamp on his unused the supply line. This complaint is confirmed because leaving a clamp open on an unused supply line is a use error that may cause a system error 2240 and contamination. Per the patient at-home guide, users are instructed to leave any unused lines in the organizer with clamps closed.